Event description:
It was reported after a lead revision, the patient complained of retention, a new symptom. A bladder scanner showed there was a residual of 283 cc post-void that remained in the patient¿s bladder. The physician was concerned. It was later reported the patient was doing well with no retention issues.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-33, lot# v580647, implanted: (B)(6) 2012, product type: lead. Product ID 3093-33, lot# v580647, implanted: (B)(6) 2012, product type: lead. (B)(4).